Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to periprosthetic fracture.

Manufacturer narrative:
Investigation results were made available. As no lot number was provided, the device history records could not be reviewed. The missing device information has been requested but was not available. At (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. No trend considering the following event is identified: periprothetic fracture it was reported that the patient received an left hip implant with a alloclassic sl stem on (B)(6) 2007 and was revised on (B)(6) 2017 due to stem periprosthetic fracture. The reported lot number for the implants do not match any zimmerbiomet products; therefore were marked unknown. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. No product documentation was reviewed for investigation. It was reported that the patient was revised due to periprosthetic fracture around the stem after about 10 years 2 months in-vivo time. The lot number is incorrectly reported, as the it does not match any entry in zimmer biomet database. The possible cause of bone fracture includes malpositioning and loosening of the implant as well as patient factors like poor bone quality, inappropriate activities and trauma. However, neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received. The condition of the component cannot be examined. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and whether the patient underwent trauma are unknown. It is impossible to perform a meaningful analysis. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No new information.